Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment, leaking internal battery, and dim display. This report is made based on the results of an investigation completed on (B)(6) 2014.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(6) 2014 with the following findings: no power on reset events were recording in the black box to support time and date resets. After the pump was exercised for 24 hours and the battery was removed for 6 hours , the time and date reset to default. When the pump was opened to investigate, the internal battery was found to be leaking and unable to hold a charge. Unrelated to the complaint, there's a crack along the battery compartment threads and the screen has a dim pink contrast.